Event description:
It was reported the patient has had multiple back surgeries but still had pain in his hip, down the leg and neuropathy from damaged nerves. The trial stimulator was wonderful. The patient was implanted with a permanent stimulator. It eliminated the pain in the hip and leg and another place where the patient was having pain, and helped the neuropathy some; but the patient had excruciating new pain in the left side around the kidney area. The pain stimulator was increased, however, the pain intensified. They decided the lead had rolled over into the canal and was resting on a nerve. The pain continued even with the stimulator turned off. The lead was replaced two weeks later. After one week, they turned the stimulator on. It was reported the patient experienced hip and leg pain, and jolting afterward.